Event description:
The customer reported that the zipper is not staying closed; even when clipped, the zipper migrates open until the clip engages. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Zipper not staying closed. Results: large panel side a top ridge insert pin is missing on the hanger zipper. End panel side a has 3 inch torn material. Panel side b has 2 inch torn material on leg and broken elastic. (B) (4).